Event description:
Pulmonetic systems, inc. Received the following report from a rep of facility. Vent needs to be checked out because customer said that the vent stops giving a low pressure alarm when it should still be alarming.